Event description:
It was reported that this right ventricular lead exhibited low within range pacing impedance measurements. Since the device of system is close to the explant date, it was decided to address this on the exchange procedure. At this time, no changes have been performed. This lead remains in service. No further adverse patient effects were reported. Additional information was received detailing the lead also exhibited low amplitude, noise and insulation issues. X-rays were performed and a fracture was confirmed. This lead explanted. Another lead was implanted instead.

Manufacturer narrative:
Additional information was added to the following fields: adverse event/product problem. Outcome attributed to adverse event. Describe event or problem field. Explant date. Type of reportable event. Device codes. Impact codes.

Event description:
It was reported that this right ventricular lead exhibited low within range pacing impedance measurements. Since the device of system is close to the explant date, it was decided to address this on the exchange procedure. At this time, no changes have been performed. This lead remains in service. No further adverse patient effects were reported. Additional information was received detailing the lead also exhibited low amplitude, noise and insulation issues. X-rays were performed and a fracture was confirmed. This lead explanted. Another lead was implanted instead.